Manufacturer narrative:
(B)(4) . The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The identified "keypad malfunction" was confirmed and reproduced during evaluation. Evaluation found the keypad intermittently inoperable due to an unsecured keypad flex in the j5 connector of the I/o pcb. The connection was secured and the keypad functioned appropriately. Baxter has initiated a CAPA to further investigate this issue.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a keypad malfunction. There was no patient involvement.